Event description:
It was reported that this patient was just implanted with a subcutaneous implantable cardioverter defibrillator (s-ICD) system. The field representative called in regarding review of device data. Upon review, there was observations of noise that was being oversensed resulting in the patient receiving one inappropriate shock. The device passed in primary for screening and implant in primary. The patient mentioned he went to plug his phone in and stood up and got shocked a minute later and felt dizzy. Troubleshooting was performed and the noise could be recreated with left arm movement. Technical services discussed could be due to possible electromagnetic interference (emi) or myopotential. Technical services provided troubleshooting options and recommended to verify device placement. At this time, the system remains in service. No additional adverse patient effects were reported.